Event description:
It was reported patient was still experiencing problems in her back. Patient visited her physician and discussed this event with a company representative. The device was not reprogrammed successfully. The patient was scheduled to have surgery on (B)(6) 2010, to fix the problem. It was noted, patient was no longer having issues with her device. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).